Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving device therapy. During review, the device could not be interrogated with two different programmers. Telemetry tests were attempted but unsuccessful. Patient was asymptomatic. On the next day, the ICD was explanted and replaced. Patient is in normal condition without any adverse events from the procedure.